Manufacturer narrative:
Investigation is in process, but not yet concluded.

Event description:
It was reported that during the use of the device for cardiopulmonary bypass procedure (cpb), a backflow alarm displayed on the module. The rpm and blood flow displays indicated zero revolutions per minute (rpms) and zero liters/minute blood flow. The perfusionist clamped both the arterial and venous lines and began to hand crank the pump for approximately two minutes while a back-up unit was put into place. The remainder of cpb was without issue. The procedure was completed with a delay of approximately two minutes. There was no blood loss associated with this incident and there was no harm observed. The pt was awake, alert, moving, and responding to commands within a few hours of surgery.